Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pc400 revealed that the embolization coil winds were offset. If the embolization coil is forcefully advanced against resistance, damage such as offset coil winds may occur. If the device is subsequently attempted to be advanced after the coil winds are offset, resistance may be experienced. During the functional test, resistance was encountered while advancing the pc400 out of its introducer sheath and the device could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured anterior communicating artery aneurysm (acom) using penumbra coils 400 (pc400s). During the procedure, the physician had difficulty advancing a pc400 through a px slim delivery microcatheter (px slim); therefore, it was removed. It was reported that the pc400 would not advance more than half way in the px slim. The procedure was completed using additional pc400s and the same px slim. There was no report of an adverse effect to the patient.